Event description:
The user facility reported while the doctor was scrapping the patient's retina, the tip of the scrapper broke. The broken tip was removed with a forceps with no impact to the patient. There will be no product for evaluation it was discarded.